Event description:
It was reported that patient's right ventricular (rv) lead exhibited high threshold and high pacing impedance. The lead was not able to be explanted. The lead was capped and replaced on (B)(6) 2024. The patient was stable.